Manufacturer narrative:
It was reported that the device was disposed of at the hospital and is therefore not expected to be returned for investigation by an orthalign engineer. A follow up report will be filed if the part is returned. This issue will continue to be monitior, however no further action is required at this time,

Event description:
Surgeon was having difficulty with the navigation reading tas needing less flexion.